Event description:
It was reported that the lead showed rv oversensing during a threshold test. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Consistent with the reported clinical observation, the provided photos of the threshold test showed sensed artifacts on the rv channel which were synchronous with the pacing impulses. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. However based on the available information, the integrity of the lead cannot be assured. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.